Manufacturer narrative:
The pod was received in a not-deployed state. Multiple attempts to retrieve download data were made, but all were unsuccessful. No damage or deficiencies were found in the pcb assembly that would prevent communication with the master pdm, and all batteries measured within specification. Due to the lack of download data, the cause of the reported needle mechanism failure could not be determined. The needle mechanism was manually reset to the not-deployed position and then manually deployed by rotating the ratchet gear; it functioned as intended. No damage or abnormalities were identified that would cause a needle mechanism failure. The investigation could not determine the cause of the reported event of the needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.g998usqsihyl1. Hardware: sm-g998u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the cannula retracted, indicating a needle mechanism failure. The cannula was not visible upon removal of the pod. The blood glucose levels were not affected, and no information regarding corrective treatment was provided. The pod was worn for less than one hour.